Event description:
During pt treatment with the 3100a, the pt accidentally became extubated from the 3100a. The alarm on the 3100a did not sound but the alarm on an oxygen saturation unit did. The pt was temporarily compromised but returned to stability after reconnection to the 3100a.